Event description:
Healthcare professional reported through french national agency for the safety of medicines and health products (ansm) reported "moderate capsular rupture, and moderate capsular reaction". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade unknown and rupture.